Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that infection was observed. The device system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.